Manufacturer narrative:
Evaluation summary: the stent was stretched and deformed with gaps evident between the segments. The first proximal segment was positioned over the proximal balloon cone. (B)(4).

Event description:
An endeavor resolute drug-eluting stent was used to treat a lesion at the ostium of an unknown artery. There was no tortuosity and little calcification. The lesion was 85% stenosed. The device was removed from packaging per IFU and inspected prior to use with no issues noted. The lesion was pre-dilated. No resistance was encountered. It is reported that the stent became deformed in vivo. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy,i.e. The event was procedural related and not device related. There is no patient injury. Please note that this device (endeavor resolute) is not marketed in the united states; however it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.